Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and high blood glucose levels of 435 mg/dl. Customer stated the bolus amounts continue to increase. Customer also stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 219 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage on keypad traces noted. The keypad connector was fully locked. The unit passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor error and no delivery tests. No cosmetic damage noted.